Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26 mm transcatheter bioprosthetic valve, during slow release, the paddle on the inner curve would not release from the pocket. Following best practices, the capsule was rolled forward and the valve landed in the target zone upon full release. It was reported that the capsule was advanced approximately 3/4 across the gold pockets to alleviate any catching but there was a tremendous amount of stored energy in the delivery catheter system (dcs). When the dcs was withdrawn, it caught on the outflow crowns of the valve and pulled the valve out from the annulus and into the ascending aorta. The valve was snared and an attempt was made to implant a larger 29 mm transcatheter bioprosthetic valve. However, the second valve was unable to cross the first valve. Subsequently, the second valve and dcs were withdrawn from the patient. Alternative access was discussed pre-operatively and intra-operatively but since the patient was not a candidate, the procedure was discontinued. The patient was reported to be hemodynamically stable and no further intervention was scheduled. The physician reported that the event was due to the patient¿s extremely tortuous aortic anatomy and not in direct relation to the valve or dcs. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: dislodgement of the valve by the distal tip is typically related to operator technique or experience; however the reported extremely tortuous aortic anatomy may also have contributed to this. The evolutr instructions for use (IFU) instructs the user to ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. If information is provided in the future, a supplemental report will be issued.